Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on march 20, 2019 that two flexiva ID tractip 200 laser fibers were used in a procedure performed on (B)(6) 2019. According to the complainant, during procedure, a flexiva ID tractip 200 laser fiber was used and the tip wore down prematurely and the fiber was broken. A second of the same type of fiber was used and the tip broke. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is 4600150000-2019-8004. Block h6: problem code 2907 captures the reportable event of fiber tip detached. Block h10: investigation results: one flexiva ID tractip 200 laser fiber was returned in one piece with a detached tip. The fiber measured 316.5 cm from the top of the connector and includes a portion of the distal tip. The exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fracture, likely as a result of handling during the procedure. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached. Visual examination confirms that the light was able to pass through the sma connector, indicating there was no damage or discontinuity to the fiber within the connector. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of tip detachment occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specification.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that two flexiva ID tractip 200 laser fibers were used in a procedure performed on (B)(6) 2019. According to the complainant, during procedure, a flexiva ID tractip 200 laser fiber was used and the tip wore down prematurely and the fiber was broken. A second of the same type of fiber was used and the tip broke. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine.